Event description:
Device was returned with no information.

Manufacturer narrative:
(B)(4). Analysis of the pump (B)(4) revealed an overinfusion due to an undetermined cause. Dispense testing and infusion testing each had one of the tests fail with an overinfusion. It was also noted that a motor stall and motor stall recovery had occurred.

Manufacturer narrative:
The pump was returned to rpa from the oi CAPA team. No further oi CAPA testing was required per the CAPA team. Rpa finished out the destructive analysis. No new or additional anomalies were found during destructive analysis. Analysis was complete. Method code no longer applies. Conclusion code no longer applies.

Manufacturer narrative:
The system was delivering morphine 25.0 mg/ml at 21.970 mg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code no longer applies.